Event description:
Patient reporting "have the texture silicone recall implants ,and have severe damage and fragments of silicone through out the breast tissue and chest also extensive calcification , also calcium deposit blocked in the arteries which can cause strokes.¿ device remains implanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿have the texture silicone recall implants ,and have severe damage and fragments of silicone through out the breast tissue and chest also extensive calcification , also calcium deposit blocked in the arteries which can cause strokes.¿

Event description:
Device has been explanted.